Manufacturer narrative:
Investigation: review of the dhrs revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No qn¿s were initiated on the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control valve is not working. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 382533; batch no: 8310635, 8353980. It was reported that the blood control valve is not working, the nurses are having to hold the pressure with their finger. Per incident form: the blood control valve did not work, but there was no exposure to blood. Called and spoke with customer on 4/5/2019 to get a better description of complaint and they stated that the nurses were having to hold pressure with their fingers.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8310635, medical device expiration date: 2021-10-31, device manufacture date: 2018-11-06. Medical device lot #: 8353980, medical device expiration date: 2021-11-30, device manufacture date: 2018-12-19. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control valve is not working. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 382533 batch no: 8310635, 8353980. It was reported that the blood control valve is not working, the nurses are having to hold the pressure with their finger. Per incident form: the blood control valve did not work, but there was no exposure to blood. Called and spoke with customer on 4/5/2019 to get a better description of complaint and they stated that the nurses were having to hold pressure with their fingers.